Manufacturer narrative:
The philips remote application specialist (ras) interviewed the customer and the nurse covering the tele tech role. The nurse reported they saw the blue banner "some ECG alarms off" and needed clarification. The ras showed the nurse that patient's sector>measurements> arrhythmia> and looked at what yellow alarms were on and off. Pair pvcs, bigem, trigem, multiform, pacer not pace, and pacer not capture were all off. The ras had her look at another patient in the unit, and all the same ones were off but the pacer alarms. The ras had the nurse turn the pacer alarms back on and the blue inop banner went away. Based on the information available, the cause of the reported problem was confirmed to be a configuration issue. The reported problem was confirmed. The device was operational after the unit's configurations were updated by the nurse. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer was reported some ECG alarms are turned off and they expected all alarms to be on. The device was in use on a patient at the time of the event, there was no adverse event reported.